Event description:
It is reported that the customer had low blood glucose levels of 43 mg/dl. Customer reported that the belt clip of the insulin pump got tangled with the seatbelt and broke. The customer was advised that a new belt clip would be shipped, no additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.